Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Reported event: customer reported that the end effector was broken during impaction. Back sleeve fell off. Device evaluation and results: device evaluation was not performed and the variable hip end effector event was not confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and inspected on 10-17-2013. (B)(4) were accepted with no reported discrepancies. (B)(4) were dispositioned, this includes the reported device, according to npr (B)(4). The reported device was sent to be reworked. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the 3008754095-2015-00003 complaint databases were reviewed from 2011 to present for similar reported events regarding catalog: 206967, serial number: (B)(4), lot #: 19050113, RMA #: (B)(4). There has been one event referenced for the lot number. Pr # (B)(4) - was found to be from the same lot as the part in this complaint. The part from pr # (B)(4) displayed the same failure. Conclusions: no device inspection could be completed due to the part not be returned. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During impaction, the back sleeve fell off.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During impaction, the back sleeve fell off.